Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the device ¿used¿. Event history log did not record any issues related to the report. Functional testing was able to replicate the reported issue. The root cause was determined to be the expulsor and loose air detector. The air detector was reseated and glued and the expulsor was sanded. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
(B)(6). A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had a problem with the calibration as the bag was completely empty when changed, excess liquid was delivered. There was patient involvement and there was no patient harm.